Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the upper buttocks on (B)(6)2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with redness, inflammation, pimples, and infection, at the needle puncture site, which occurred 5 days after the sensor had been inserted in the upper buttocks. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin 4 times a day for 7 days. At the time of the report the skin reaction ¿had settled down¿. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).